Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was changing the battery of the insulin pump frequently and was experiencing high blood glucose levels of 500 mg/dl to 600 mg/dl. Troubleshooting was offered but the customer stated that the display of the insulin pump was blank when they inserted the battery. Another battery was tried and the insulin pump alarmed failed battery. The customer's blood glucose was 165 mg/dl. The customer stated that the contacts on the battery cap were damaged. The customer was advised to revert to a back-up plan and to monitor the insulin pump while the replacement battery cap was being sent to them. Nothing further was reported.